Event description:
It was reported that while stimulation is turned on, there was no therapeutic effect. There was no known accident or incident related. Leads were cervical and have been implanted since (B)(6) 2005 so damage was possible. The old hcp will not see the pt anymore so the pt was looking for a new hcp for a possible revision.